Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was confirmed that the imaging system was getting ring artifact in the image. The medtronic representative replaced the detector panel and verified that the system image quality was normal and accurate. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A medtronic representative reported on behalf of the site that, while in a spinal fusion procedure, they were getting mild ring artifact in 3d images when using the imaging system. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No further details regarding this issue were provided.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that there were artifacts in image acquisitions when installed in a known operational imaging system.